Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 (B)(6), employee of intuvie, received a call from d.h., patient of (B)(6), and the following call report was documented: pump has powered off on its own 3 times. This pt never called support and powered it up on his own each time. When asked if during the power up steps he had resume infusion or only new infusion he has no idea. I have no idea if a new infusion was started any of the 3 times he powered it up. I did tell him not to do that anymore and to call his clinic or support and let us walk him through those steps. I told him I recommend this pump be swapped out and reported for power issues. He will call his clinic and talk to them. He already had this pump swapped out once already because he said the battery died. I asked him when it was alarming did it give a battery error msg...he never looked. We do not have the sn on this one and we will need to reach out for that. Current vtbi: 42.8 no further details given. Infusion took place at home. Patient involved. No patient was harmed. Device not likely to be returned. I believe they suspect it's just an internal battery management issue and put that pump and the previous pump this patient had back into service. Cindy sent an email to martha on 7/7/2023 to obtain more details and the second sn since this patient had his first pump swapped out and then this one died. This is complaint 1 or 2 for this patient. On (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.